Event description:
Information was received from a healthcare provider via company representative regarding a patient receiving an unknown drug via an implantable pump. The indication for use was spinal pain. The patient reported the pump was loose in the pocket, uncomfortable. The environmental, external or patient factors that may have led or contributed to the issue was noted as weight loss. When the patient was seen for a refill on (B)(6) 2016, the physician decided to replace the pump with a 20cc pump. The replacement was scheduled for (B)(6) 2016. At the time of the report the issue was not resolved. The patient¿s status was noted as alive, no injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.